Event description:
It was reported that the ilet had a light crack on the side of the screen and subsequently became nonresponsive, and the device was replaced. Symptoms included no change in blood glucose and no alerts or alarms. Outcomes included continued cgm use with the dexcom app or receiver and planned return of the affected device. Investigation included customer service troubleshooting and arrangement for device replacement with instructions to shut down the device and sync data to the mobile app prior to return. Investigation of this case revealed a damaged screen and nonfunctional pump requiring replacement. It was concluded, based on previously established findings for similar reports, that the cause was physical damage leading to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.